Event description:
It was reported that a hinged arm (attached to the ventilator) being used to support ventilator tubes in the ICU fell to the floor leading to an extubation. On inspection, it was noticed that a part of the clamping device which should be fixed to a screwed spindle was missing.

Manufacturer narrative:
The affected arm has been requested, but was not received at the manufacturers site yet. The results of the investigation will be reported in a follow-up report.